Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. On (B)(6) 2026, the physician capped and replaced the rv lead. The patient condition was stable, and no patient consequences were noted.